Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed.

Event description:
It was reported that an 840 ventilator stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred. During the vent evaluation, the customer reported a considerable amount of smoke was coming from the ventilator.

Manufacturer narrative:
Covidien reference (B)(4). It was reported that customer refused the vent repair. This vent will be trade-in and scrapped. No further action is required.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to damage due to a power surge from an unknown source. If information is provided in the future, a supplemental report will be issued.